Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.0x100, 135cm mustang¿ balloon catheter was advanced for pre-dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 20 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the device was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.